Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill were noted during testing. Also, unit was programmed with test guardian link 3 and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 200 value properly on display graph. No unexpected calibration error or lost sensor alarms noted during testing. Device was received with label damage, cracked keypad overlay. Device p-cap or test reservoir does lock in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer declined troubleshooting for high blood glucose. Insulin pump labels, including serial number and dome label stickers were missing, removed, worn, faded, or damaged. Transmitter was not connecting on the insulin pump. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.